Manufacturer narrative:
Service was dispatched for this event and the field service engineer (fse) found that wbc bath was not seated properly. He re-seated the bath assembly correctly and it stopped small leaking from bath assembly. Lyse s iii diff lytic reagent, blood, diluent may be contained in the wbc aperture bath. The cause for the leak and wbc vote-outs is attributed to the wbc bath assembly which was not seated properly. The leak and vote-outs were resolved when the wbc bath was re-seated properly. (B)(4).

Event description:
A customer reported an ongoing issue with wbc vote-outs and fluid leaking in the area of the baths on the coulter lh780 hematology analyzer. Approximately 50 to 100ml of clear and blue fluid leaked onto the counter. The customer was wearing personal protective equipment consisting of a lab coat and gloves. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility. No patient result was affected by this event. There was no death, injury or change to patient treatment as a result of this incident.